Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the ins was replaced because it was 7 years and the battery died in (B)(6) 2019. The patient noted that she never had trouble with the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.